Manufacturer narrative:
Investigation summary: no samples were received. No photos were provided. Investigation conclusion: this is the 1st complaint for lot # 8018529 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: root cause can¿t be confirmed.

Event description:
It was reported that an unspecified number of syr 10ml pump compatible saline 10ml fil experienced leakage past the stopper. The following information was provided by the initial reporter: material no. 306547, batch no. 8018529. (8 of 12). "Used ns syringe to flush a catheter. When pulled back, blood back flowed/ leaked at end of syringe."